Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Z-0955-2020. (B)(4). S/w ver. 2.8c. The pump was received with a broken reservoir tube lip, cracked retainer cracked case behind the pump at the battery compartment and broken battery tube threads. Unable to confirm battery cap damage due to pump received without the original battery cap. A test battery cap was removed multiple times and locks securely back into place and the pump powered up properly. The pump passed the displacement test.

Event description:
Medtronic received information that battery cap cracked/damaged occurred. There was no adverse impact or consequence reported as a result of this event.